Event description:
Healthcare professional reported left side "deformity, in a lot of pain, and recall". Healthcare professional later reported "pain, discomfort and recall, prosthesis has been in recall". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6

Event description:
Healthcare professional reported left side "deformity, in a lot of pain, and recall". Device remains implanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deformity, pain, recall.